Event description:
It was reported that the reservoir of this inflatable penile prosthesis was out of place. The physician disconnected the reservoir, repositioned it, and reconnected the device. No patient complications were reported.